Event description:
The subject device was used during a total laparoscopic hysterectomy. After about 5 minutes use, the probe was broken off when the surgeon output seal and cut mode. The place that the probe tip fell off was not reported. But olympus received the photo of broken probe tip. So, olympus found the probe tip retrieved from the patient or fell off outside the patient. It was reported that the procedure was completed. There was no patient injury reported.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). Omsc received only photos of the device and omsc confirmed that the probe broke down. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. As the result of evaluation, it is highly likely that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, as a result the proximal side of jaw and probe came into contact with each other, and the probe cracked. After that, the probe was broken when the probe received a load outputting or grasping tissue. This report is being submitted as a medical device report in an abundance of caution.